Manufacturer narrative:
(B)(4). Methods: film. Results: endoleak. Cause of endoleak is unknown. Conclusion: endoleak. Cause of endoleak is unknown.

Event description:
An endurant ii stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm and a 24 mm diameter right iliac aneurysm. The proximal aortic neck had a diameter of 21 mm, with a length of 27 mm and a degree of angulation of 8 degrees. It was reported that during the index procedure, a distal type I endoleak was noted on the right limb stent graft. The cause of the endoleak is unknown. A CT was done several days post implant and showed the endoleak was found to have self-resolved. No intervention was done, and a follow up CT showed that the leak had resolved. No additional clinical sequelae were reported and the patient is fine. Review of pre-implant 3d worksheet shows that the proximal neck was angulated approximately 60deg; the neck diameter was 22mm below the renals, and 24mm at the start of the aaa. The diameter of the aaa was not labeled; however, it appears to be approximately 4-5cm. The right iliac artery diameter measures 22-24mm, and the left iliac artery diameter is 18-20mm. The neck, aaa and iliacs were all moderately calcified. The iliacs were not tortuous. The left and right externals were 12-14mm in diameter.